Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable grommet was loose. The representative reseated the umbilical cable and tightened the grommet to resolved the issue. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were exposed wires on the umbilical cable. There was no patient present when this issue was observed.

Manufacturer narrative:
Unique device identification (UDI) has been updated. If information is provided in the future, a supplemental report will be issued.